Event description:
It was reported that "once the proplege, pr9 was in the cs there was an attempt to inflate the balloon and could not inflate. The device was removed there was a kink in the distal end of the device. The device was replaced and successful placement." No patient injury.

Manufacturer narrative:
Visual inspection of the returned device found a kink in the catheter approximately 5cm proximal from the balloon. Dyed water was attempted to flush through the balloon lumen of the returned device and would not flow through lumen. The catheter shaft was sectioned approximately 1cm proximal of kink site and every 3-4cm until water was able to flow through lumen approximately 7-8cm proximal of the kink. The clinical observation was confirmed. Based on the information provided the device was prepped per our instructions for use; therefore based on the information provided the kink likely occurred during use. Shaft kinking can occur with continual advancement of the catheter with the tip against a structure may result in excessive bending and thus resulting in a kink. In addition to kinking within the body, excessive manipulation or bending of the catheter at the opening of the introducer sheath may result in a kink of the main shaft of the device. The instructions for use, training, and risk control measures are appropriate at this time. No CAPA is applicable as no manufacturing defect was confirmed. Trends for this complaint are in control and will continue to be monitored.

Manufacturer narrative:
Device evaluation is currently underway into root cause.